Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported the patient had a pusy sore at the implantable neurostimulator (ins) site that only started a day or two prior to the report. It was noted the patient had the ins off for about a week and now when the patient turned it off, he got tightness through the diaphragm. When switched off, it didn¿t feel like it was switched off and the diaphragm tightness continued. It was noted there was heat and burning at the ins site and soreness in the opposite hip. The reporter noted the health care professional was going to contact the patient and ensure he had the potential infection investigated appropriately. It was further reported that no culture had been done and that the health care professional believed it was a suture issue. It was noted that the health care professional would assess the infection on the day of the report and the manufacturing representative would assess the leads and programming. It was noted that the reporter was informed on the day prior to the report that the patient was receiving therapy and that the diaphragm complaint would be assessed on the day of the report. It was further reported that the infection was ¿not bad at all¿ and that the health care professional believed it was superficial and part of a suture that was coming out. It was noted that the diaphragm issue occurred on a particular group which had been removed. It was believed that when the group was activated, it activated the motor neurons near the diaphragm and created muscle spasm. The patient noted that the diaphragm continued after the device was switched off, but it had eased over the following 2 days.